Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the pusher assembly was retracted beyond the introducer sheath friction lock, resistance may be experienced during advancement. During the functional test, the ruby coil was advanced out of its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. The ruby coil was then advanced through a demonstration lantern without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak sac using ruby coils. During the procedure, the physician experienced resistance and the ruby coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.